Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic appendectomy, during removal of the specimen, the bag tore. Removed specimen and irrigated abdomen to resolve the issue. There was no patient injury.